Event description:
The facility's biomed engineering dept reported an infusion pump that "turns on and off by self". Information was not provided regarding whether or not the device was in pt use when the reported event occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No add'l contact info was provided.